Event description:
Reporter alleged obtaining a discrepant blood glucose value of 262 mg/dl back to back with a result of 118 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that on a different day, he obtained an additional comparison of 283 mg/dl, 118 mg/dl and 159 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.